Event description:
Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was up to one year after prosthetic restoration. Primary stability was achieved. Augmentation procedure was not performed at the time of surgery. Mobility and provisional prosthesis were reported.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.